Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation was performed for the finished device 6466560 number, and no non-conformances were identified. On (B)(6) 2020 , upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination the device was severely rented. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. This complaint was assessed as not MDR reportable. Therefore, no DHR review is required at this time. Should more information become available, this complaint will be re-assessed. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Reason for device explant and/or reoperation: rupture. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a breast reconstruction revision with a mentor memorygel breast implant 360cc and experienced rupture on the right breast implant and migration on the left breast implant. The patient experienced bilateral breast implant deformity. The rupture was confirmed by MRI. As a result, the patient will undergo explantation and replacement with mentor smooth round moderate plus 400cc silicone gel breast implants on (B)(6) 2019. This medwatch is for the right breast implant.